Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the male patient presented to the facility for an unknown reason. As an experiment, the patient was tested on the consult hcg urine cassette and received a positive result; however, confirmatory testing was not performed due to the patient being male. Treatment was not provided/withheld and there were no adverse patient outcomes. Troubleshooting was conducted with the customer. The customer was advised on possible causes of false positives, such as technique, storage, handling, and specimen factors per the package insert.

Manufacturer narrative:
Update to d4: UDI information added. Clarification of h3: although requested, devices were not returned. Investigation conclusion: an investigation was performed on retention product from the reported lot number. Retention devices were tested with clinical negative urine samples. All devices yielded expected negative results at 3 minutes. The reported issue was not replicated. The case details were reviewed along with the complaint history for the reported issue and no systemic issue was identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. It was reported that the urine sample was not equilibrated to room temperature before testing, five full drops of sample were transferred to the test device, and the result was interpreted at 5 minutes. Per the package insert: allow the test cassette, urine, and/or controls to equilibrate to room temperature (59-86°f/15-30°c) prior to testing. Transfer 3 full drops of urine (approx. 100ul) to the specimen well of the test cassette. Read the results at 3 minutes deviations in sampling and testing technique cannot be ruled out as a root cause for the reported issue.